Manufacturer narrative:
Per the t:slim user guide, "the t:slim cartridge is sterile, non-pyrogenic, and for single use only." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred during basal delivery. Reportedly, the customer had reused a cartridge that was previously used. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was 420 mg/dl.